Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One sample was provided for evaluation. Upon evaluation, the samples were attached to the pump and tested by running therapy while varying the flow rate throughout the process. No alarms occurred during the testing of the returned samples. The samples were initially gravity primed, and no issues were noted. A measurement of the outer diameter of the pump segment tubing was taken and found to be within specification. Based on the data from the investigation, the reported defect of air in line was unable to be confirmed. A possible root cause could be related to incomplete priming of the IV-line, infusion of cold solutions which may exhibit air bubbles coming out of the solution as the fluid warms, incomplete filling of the drip chamber during priming. The sample was visually and physically evaluated for the reported incident of short tubing. It was noted that the tubing next to the slide clamp did not meet internal specifications. The reported defect for short tubing was confirmed. An oversight by the operator can lead to incidents of this nature. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: ail. Detailed inquiry description: continual ail from pump set. Rn thinks the tubing seems smaller than normal.